Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No further information was available at the time of the report. Should additional information become available, a follow-up report will be submitted. Reported to the FDA on january 25, 2017. (B)(4).

Event description:
End user developed an ulceration to his stoma. Was not seen by a doctor. According to the reporter, the end user complained of discomfort from the area so they removed the wafer and noted a white area on his stoma that measured approximately 7 mm. Since changing his wafer to a cut to fit wafer the area has almost completely healed